Event description:
Vasoview hemopro vh-3000 endoscopic vessel harvesting system was being used to harvest leg vein during open heart surgical procedure. The vasoview hemopro cautery system remained activated without my moving the lever. The power cord was immediately disconnected and the device removed from patients leg. A new power cord was tried with the same results. A new vasoview kit was opened and the hemopro instrument worked fine. I was able to complete the leg vein harvest procedure. Manufacturer response for vessel harvesting system, maquet cardiovascular (per site reporter): email communication "this has happened before, but very infrequently and far from recently. Chances are it was a loose wire connection in the handle that caused the device to remain activated once the trigger was used. Who should I be reaching out to on wednesday of next week to pick up the device?" (B)(4).